Manufacturer narrative:
Other, other text: one cadd administration set was returned for the evaluation of the reported issue. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. The complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination, and the rra product was observed without the blue clip and the tube was detached from the housing. A drop of adhesive can be seen on pump tube. To further investigate the reported issue, a functional test was performed. The sample couldn?t connect to the pump since the tube was detached; the failure mode was confirmed. The occurrence of this fault condition was determined to be caused by an incorrect uv adhesive dispensing setting and insufficient uv adhesive. An awareness notification was conducted to the personnel involved by the quality engineer.

Event description:
Information was received indicating a smiths medical cadd administration set, could not be primed the entire way, and had bubbles. It was also reported that the tubing would not fit correctly into the connection port and exhibited multiple "upstream occlusion" notifications. No patient consequences were reported. No adverse effects were reported.